Event description:
The customer reported a spill of cidex plus. The customer reported that they were keeping the bottle of solution on the floor with an instrument in it and that it was kicked over. The employee reported a headache, sneezing, and nasal congestion. She also reported that the spill triggered her asthma and she started coughing. She reported that these symptoms lasted 2-3 hours. She did not seek medical attention. Her supervisor reported that a rescue inhaler was called in for the employee but she did not use it, as the symptoms ceased by the time she picked it up. The customer was instructed to use appropriate trays for soaking instruments.